Manufacturer narrative:
Concomitant medical products: product ID: 3889, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a basic evaluation trial patient regarding an external neurostimulator (ens) for fecal incontinence. Patient was in a lot of pain and the doctor thought that the leads were causing an infection. Therapy started on (B)(6) 2018. Patient was advised to consult with doctor for more information. There were no other malfunction or complication were reported.